Event description:
It was reported by the customer that an interlink site on a catheter extension set felt loose. The customer reported that the interlink site popped off causing a "big mess". The reported condition occurred during infusion. There is no report of patient injury/adverse event, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.